Event description:
The pt was initially implanted on 3/3/96. By april 29, he was fully weight-bearing. In september x-rays revealed that a screw had fractured at the distal end of the nail opposite the fracture site. On october 9, revision occurred.